Event description:
The customer reported that the intellivue mx800 patient monitor displayed a loudspeaker error and no sound was coming from the device. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.